Event description:
Sales consultant reported an explant surgery, patient pain/irritation and infection, a loosened screw and a broken extraction screwdriver. The surgeon originally performed an anterior cervical discectomy and fusion surgery and implanted a vectra plate system. The implant surgery date was provided as approximately (B)(6) 2013. Patient complained of pain/irritation on and unknown date and the surgeon performed an x-ray. It was discovered via x-ray that a screw backed out through the locking mechanism of the vectra plate on the distal end of the construct down at c-7. The surgeon also discovered that the patient had an infection. Type of infection is unknown; a culture was taken but the sales consultant did not know what the results yielded, but stated that puss was present during surgery. As the surgeon was explanting the plate, the style portion of the extraction screwdriver broke off at the tip. No pieces of the plate or the broken screwdriver remain in the patient. It is unknown if the patient pain and infection are due to the plate system. The plate and 8 screws were discarded. (B)(6) noted there were a total of 8 unknown screws removed with one of the 8 being backed out. Consultant also noted the infection was at the site of the plate and screws implantation with the surgeon deciding to remove all the hardware. This report is on the unknown plate, part and lot number unknown. This is 2 of 3 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Patient information unknown at this time, additional information has been requested. Device is a unknown vectra plate, part and lot unknown. Implant date: (B)(6) 2013. Explant date unknown at this time. The 510k number is not available without a part number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.